Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported the string pulled out during removal leaving the pessary inside. She was unable to remove the pessary and had her friend assist in the removal. Her friend was able to remove the pessary and the issue resolved.